Event description:
The customer reported that there was intermittent table communications failed errors. This error may result in a system lock up, boot, or shut down situation depending on when the loss of communication occurred. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found the customer's electrical power supply operating outside the specifications needed for the 2800. The system operates as intended.